Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient inadvertently self dosed herself with the omnipod syringe directly to her body with 150 units. The patient ended up in the ER for three days. No more information is available.